Event description:
It was reported that the patient underwent a surgical removal of an artificial urinary sphincter (aus) cuff after damage suffered from a catheter being forced through the urethra. The patient experienced discomfort, pain and scarring as a result. There were no performance issues with the explanted component. A posterior revision surgery was performed in which a new cuff was implanted. The patient was expected to fully recover following the procedure.